Event description:
A new sensor cassette was placed on the radiometer abl 80-coox blood gas instrument (B)(6) 2014 at approximately 1500 because all the test had been used. Part #945-714 lot #205624, instrument serial #(B)(4) . Once changed and installed, the instrument performs a system cycle (internal quality control check) anda 2pt calibration. The system cycle did not perform the system cycle but performed the 2pt calibration. System cycles are suppose to perform every 8 hours daily. The 2pt calibration performs after a sensor cassette has been changed then and 30 minutes afterwards. In this case, the system cycle failed to perform but the 2 pt calibration performed every 8 hours instead. Each day, the 2pt calibration performed checks every 8 hours from (B)(4) 2014 at 1600 until tech support was called on (B)(4) 2014 at approximately 1530.